Manufacturer narrative:
One reprocessed viewflex vf04 catheter was received for evaluation. The catheter tip was noted to have multiple fractures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.

Event description:
During the pvc ablation, the viewflex catheter fractured. The catheter was placed in the left femoral vein via a non-abbott sheath (cook brand 10f sheath). When inserted into the sheath, the catheter fractured. The device was replaced and there were no adverse patient consequences.